Event description:
While performing cannula insertion, it was noted by md that product was defective. The threads, (plastic) were stripped and crumbling. Another trocar was retrieved and episode repeated a third one was used and functional satisfactorily.